Event description:
Implant surgeon reported that the pt underwent an unanticipated revision surgery because he was feeling pain. After analysis, the pt had an allergy to cobalt. The surgeon replaced the total hip prosthesis by another abgii implants in titanium.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.